Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed the infusion set. The customer's blood glucose (bg) level was 300 mg/dl range and a correction bolus was delivered to address the bg level. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be functioning as expected. The customer stated that if the occlusion alarm reoccurs, the infusion set would be changed.